Event description:
Home monitoring reported loss of capture and threshold tests unsuccessful in the past. Far field shows noise. Lead currently remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Update: this lead was explanted. Lead dislodged due to patient manipulation. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.